Event description:
The customer reported to inogen, that the customer experienced low oxygen and was hospitalized for two days. Reportedly, the unit was not providing an adequate amount of oxygen. Later, the unit did not pass the bubble test. In turn, the patient received a replacement, and the issue was resolved.

Manufacturer narrative:
The device was returned for evaluation, however the evaluation was not completed. The investigation is ongoing, and a supplemental report will be submitted if additional information is provided by the user facility.